Event description:
Patient reported drainage at biopsy sight. Patient was seen by (B)(6) and treated with antibiotics. Patient was contacted and said she was fine.

Manufacturer narrative:
Incident reported after notification of recall of punches due to lack of sterilization validation. It should be noted that the packaged product is gamma irradiated at a range of 25kgy - 75 kgy. This particular lot (1016815) was irradiated at a dose of 25.8 kgy - 33.1 kgy.